Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome in combination with the psd-60, the cutting wire broke as soon as the physician activated the hf output. He used other kds but the cutting wires of two devices broke in a row. He saw a flash like discharge on the endoscopic image when the cutting wire broke. He exchanged psd-60 to non-olympus electro surgical unit and completed the procedure with new (B)(4). There was no report of patient injury regarding this report.

Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not evaluate the referenced device. Based on the similar cases with the similar model, it is known that the exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused a spark and a part of the cutting wire became extremely hot, resulting in breakage. Also, the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The manufacturing history was reviewed, with no irregularities noted. Based upon the findings of the evaluation, this report appears to be related to user handling. There were no further details provided. If significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Please cross reference 8010047-2013-00394/00395/00396.